Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. The manufacturer's ivc filter was implanted on (B)(6) 2015 because physician indicated patient at very high risk of suffering a perioperative thromboembolic event, and patient needed to be off of anticoagulation for bilateral knee replacement surgery. Filter was found to be in satisfactory position on (B)(6) 2015. There was no evidence of ivc perforation; no retroperitoneal hematoma; no pericaval inflammatory response. The ivc filter was successfully removed on (B)(6) 2016. In (B)(6) 2016 an ultrasound found no evidence of dvt and no thrombus within the filter. Physician noted patient doing well and there is no evidence of dvt, thus it was decided to remove the ivc filter. It is alleged that on or about (B)(6) 2016 the patient went to get the ivc filter removed, but the procedure failed and the patient was sent back home. Model #, catalog #, serial/lot #, UDI, and expiration date are unknown. No physical product investigation was possible as the device was not returned. Device manufacture date is unknown. The instructions for use (IFU) notes the adverse effects as follows: a full explanation of the risks and benefits should be discussed with each prospective patient prior to implantation. Adverse effects range from mild to serious. Serious adverse effects, sometimes leading to surgical intervention or death, have been associated with the use of ivc filters. In addition, complications due to individual patient reaction to an implanted device, or to physical or chemical changes in the components, may necessitate reoperation and replacement of the filter. Possible adverse effects associated with ivc filters include, but are not limited to, the following: arrhythmia, arteriovenous fistula, back or abdominal pain, contrast media extravasation at time of vena cavogram, death, deep vein thrombosis, delivery system detachment or embolization, emboli (air, thrombotic or tissue), filter expansion failure, filter or device entanglement, fever, filter fracture, filter thrombosis or occlusion, filter malpositioned, mis-oriented or compressed, filter migration, filter embolization, guide wire entrapment , hematoma or nerve injury at the puncture site or subsequent retrieval site, hemorrhage with or without transfusion, hemothorax, inability to retrieve filter, infection, intimal tear, occlusion of small vessels, organ injury, pain or discomfort, perforation or other acute or chronic damage of the ivc wall, phlegmasia cerulean dolens, pneumothorax, post phlebitis syndrome, pulmonary embolism (recurrent or new), renal injury or failure, restriction of blood flow, stenosis at implant site, stroke, thrombosis, venous ulceration, vessel dissection, perforation, ulceration or rupture, vessel spasm. The IFU further warns the decision to use an ivc filter must ultimately be made by the physician on an individual patient basis after carefully evaluating the intended use and indications and the short and long term risks and benefits to the patient as compared to alternative methods of treatment. It also warns use of excessive force to retrieve the filter can result in damage to the retrieval devices and/or damage to the vena cava. The IFU precautions for optional filter retrieval: · an inferior vena cavagram evaluation for thrombus should be performed prior to attempted retrieval. · do not attempt retrieval if thrombus is present in the filter and/or caudal to the filter. · do not redeploy a retrieved filter. It should be handled and disposed of in accordance with accepted medical practice and applicable local state and federal laws and regulations. · anatomical variances may complicate the removal procedure. The manufacturing documentation for this device was not reviewed as the information to enable such a review was not provided. This complaint will be monitored as part of complaint data analysis.

Event description:
The event was reported by way of allegations in a legal complaint. On or about november 2. 2015, the patient underwent placement of an inferior vena cava (ivc) filter prophylactically prior to a knee replacement surgical procedure. It is alleged the device malfunctioned and the ivc filter became embedded in the vena cava wall. It is alleged the patient underwent one failed surgery to attempt to remove the device percutaneously, as well as other extensive medical care and treatment. Patient's filter was successfully removed on or about (B)(6) 2016. Patient alleges back pain since ivc filter implantation. This event is being reported because of the alleged unsuccessful attempt to remove the ivc filter.